Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the adc device would not turn on with either button press or connection to charging cable. The customer's glucose results were therefore unable to be obtained and customer became dizzy. The customer was unable to self-treat and required treatment of juice, cookies, and sugar by a parent. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned reader was investigated. Visual inspection was performed on reader. No issues were observed. Reader turns on with button depression. Blank screen was not observed. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the adc device would not turn on with either button press or connection to charging cable. The customer's glucose results were therefore unable to be obtained and customer became dizzy. The customer was unable to self-treat and required treatment of juice, cookies, and sugar by a parent. There was no report of death or permanent injury associated with this event.